Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. An x-ray image showed that the right ventricular lead was touching the right atrial lead ring. The pulse generator was programmed vdd; atrial sensing and left ventricular stimulation only.